Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Bone quality of the 36 patients involved with this study was not stated in the article. The article did note that bone quality was not used as exclusion criteria for the study. The article notes that the rate of lateral cortex blow-out may increase in the following 3 situations: the tibial cutting level is excessively low; the tibial component is excessively lateralized for implementation of reduction osteotomy; or a small tibial component size (size 2 or 3) is used for small patients. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315005951. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 5 knees showed lateral cortex blow out; all were asymptomatic and achieved uneventful recovery.